Event description:
The account alleged that the brake will not fully engage on this bed. When the bed is moved, the brake pedal will pop out of brake. The facilities maintenance has tried adjusting the brake steer linkages and has replaced the casters but the problem remains. Maintenance did notice the cross shafts that attach to the brake steer linkages have grooves cut into them.

Manufacturer narrative:
Repairs have not been completed.